Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, no connection could be established with the internal device. The device was explanted (B)(6), 2010 and the patient was reimplanted with a different type of device during the same surgery.